Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The physician attempted to place the 2.50x12mm taxus liberte drug eluting stent, but it would not cross the lesion. During withdrawal, the stent dislodged when it reached the distal tip of the catheter and migrated into the general circulatory system. The procedure was not completed due to this event. Patient status reported as "no consequences". Additional information has been requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.